Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in the 100% stenosed, calcified and moderately tortuous proximal left anterior descending (lad) artery. A 7fr mach1 fcl4 guide catheter and a non-bsc guide wire were advanced to the lesion site. Next, an apex flex monorail balloon catheter 1.5x8mm was successfully advanced across the lesion. The balloon was inflated and ruptured at approximately 4 atms. The procedure was successfully completed with a non-bsc 1.5x8mm balloon catheter. No pt complications were reported and the pt's condition is reported as "good".

Manufacturer narrative:
The device was not returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause it operational context as device performance was limited due to anatomical procedural failures. (B)(4).